Event description:
It was reported the pt is experiencing pain in her right foot and right thigh. The pt's physician requested reprogramming. At this time it is unk if reprogramming has taken place and if so, whether or not the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.